Event description:
It is reported that the patient was revised due to pain.

Manufacturer narrative:
Evaluation summary: compatibility could not be verified as only the femoral part and lot numbers were provided. No devices or photos were provided; therefore, the condition of the components is unknown. Operative notes were not provided. Radiographs were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided. Device history records were reviewed and found conforming for the femoral component. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated.